Manufacturer narrative:
Aware date corrected to reflect march 3, 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the reason for removal was the implant was malfunctioning. It was unknown if the cause of the issue leading to the removal was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when he laid down the intensity of the stimulation goes up and when he stands up the intensity goes back down. The patient noted that the device only lasted eight years rather than the ten he was told it would. There were no issues with improper recharging reported. Additional information was reported by the patient on march 3, 2020. It was reported that the ins had been replaced. No further complications were reported or anticipated.